Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received and no part or lot number was provided.

Event description:
A pt with a history of polio and degenerative arthritis sustained a femoral fracture and was implanted with a tfn nail in 2006. Reportedly, the fracture subsequently healed. As a result of the degenerative arthritis, the pt was returned to operating room for removal of hardware and revision to a total hip replacement. This is report #4 of 4 for the same event.